Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar with a calibrated endo test meter. The cuff maintained pressure. The sample was then immersed in water and no leaks were detected in the cuff. Based on the investigation, the complaint of cuff leakage could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Event description:
Medwatch complaint states: patient intubted by ed physician with 7.5 et tube. Patient admitted to ICU and placed on ventilator. Within 7 hours, et cuff noted to be losing air. Patient extubated and reintubated with 8.0 et tube. (Continued) medwatch uf#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Medwatch complaint states: patient intubated by ed physician with 7.5 et tube. Patient admitted to ICU and placed on ventilator. Within 7 hours, et cuff noted to be losing air. Patient extubated and reintubated with 8.0 et tube. (Medwatch uf# (B)(4)).